Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, user informed the technical support engineer (tse) that system had powered on with recoverable error 1162 on arm 4. It was reported that log review had indicated a hardware problem with the cannula mount. The user performed multiple hard power cycles on the system, but the issue persisted. The user disabled arm 4 and continued with the procedure using the remaining arms. No known impact or patient consequence was reported.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the universal surgical manipulator (usm) on arm 4 to resolve issue with hard 1126 errors. System was tested and verified ready for use. Isi did receive the usm involved with this complaint and the reported error 1162 was confirmed and replicated. In artemis, error 1162 indicated an ac magnetic cannula sensor fault on the usm 0x3 axis, confirming the fault had occurred in the field. Visual inspection did not identify any issues related to the event. The usm was installed on a patient side cart fixture test platform (pftp), where the check cannula test was found to be failing on the 0x3 axis. After testing, the ac magnetic cannula sensor was tested and verified as the source of the fault. The complaint was confirmed based on the field evaluation and failure analysis. The probable root cause was attributed to a failed ac magnetic cannula sensor on the usm4. .